Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the transmitter allegedly stopped working prior to the end of warranty. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the transmitter allegedly stopped working prior to the end of warranty could not be determined. A root cause could not be determined.